Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, autoimmune disorder. (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent revision breast prostheses implantation on the right side with mentor gel implant on unknown date between (B)(6) 2005 and (B)(6) 2017 experienced right implant rupture and sharp pain in the breast, tenderness, chronic fatigue, and autoimmune dysfunction. The patient underwent replacement on (B)(6) 2017. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(4), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Should additional information become available, this case will be re-assessed and notes will be updated.